Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow disposables when the customer was using the product during the blood transfusion, the connection part below the drip chamber got disconnected. No patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). One (1) sample was returned for evaluation, the unit was received in decontaminated condition without its original package inside a plastic bag. Visual testing was performed. The complainant returned unit was visually inspected at 12" to 16" under normal conditions of illumination. Function testing: the luers were firmly connected, there was no resistance to connect them. The connection between the luers remained the same, no loose connection was detected. The failure reported was confirmed. The root cause of the reported issue was undetermined.